Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/ check belt messages) has been confirmed. Upon investigation the electrode belt j501 component was detached from dn pca board when dn cover was removed. The root cause for the detached component could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check belt messages.